Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and implant exchange from textured to smooth" confirmed via MRI. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture and implant exchange from textured to smooth" confirmed via MRI and mammography. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. Double capsule: unable to observe as it is not related to the manufacturing process. Cyst: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and double capsule. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6